Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device is available for evaluation but has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device runs in the wrong mode. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) device was received for evaluation; the event was confirmed during testing. The device was found to be affected by leaking. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> (B)(4) </noe> malfunction event in which the device runs in the wrong mode. There was no patient involvement; no patient impact.